Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump modules and pcu error logs showed no errors related to the reported incident. On october 6, 2025, at 2:44 pm, the last infusion recorded on the logs was programmed with the suspect device by guardrails drugs with a rate of 200ml/h and vtbi (volume to be infused) of 100ml. The profile in use was identified as ¿adult.¿. The infusion started with a pvi (primary volume infused) of 0ml. At 12:08 pm the infusion stopped by an occluded patient side alarm with a pvi of 6.389ml, then, the infusion was restarted. At 2:58 pm the infusion stopped by an ail (air in line) alarm with a pvi of 44.679ml, then, the pump was powered off with a total volume infused of 44.679ml. No further infusions with the suspect device were recorded. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The device was programmed to infuse in thirty (30) minutes; however, it infused in seventeen (17) minutes. Customer states it may have been a programming error. The clinician placed too much volume to be infused. Clinician believed it was a 100ml bag, however it was a 50ml bag. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. The device was programmed to infuse in thirty (30) minutes; however, it infused in seventeen (17) minutes. Customer states it may have been a programming error. The clinician placed too much volume to be infused. Clinician believed it was a 100ml bag, however it was a 50ml bag. There was patient involvement but no harm.